Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant procedure the physician experienced positioning / placement difficulty and the helix would not retract resulting in lead damage. It was also reported that the lead exhibited low impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead with the helix extended and bent. The helix is bent and stretched. If information is provided in the future, a supplemental report will be issued.